Event description:
It was reported that the patient was experiencing weakness in the right leg since implant. The patient underwent an explant procedure. All explanted device components were discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6); product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 35357623.